Manufacturer narrative:
On (B)(6) 2017: it was reported an occlusion alarm occurred after a supply change. The customer's blood glucose (bg) level was 286mg/dl and a manual injection was administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Reportedly, the customer reverted to manual injections for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 196-350mg/dl. Correction boluses were delivered and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. During a follow-up call, it was reported additional occlusion alarms occurred. The customer declined troubleshooting to determine a possible cause of the current occlusion alarm and an infusion set type change was performed to address the occlusion alarm. After performing a supply change and switching from t90 infusion sets to contact detach infusion set types, an additional occlusion alarm occurred. Troubleshooting was declined to determine a possible cause of the current occlusion alarm.